Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and cerebrovascular accident are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary procedures. A conclusive cause for the reported myocardial infarction and cerebrovascular accident, and the relationship to the product, if any, cannot be determined. The treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect of death referenced is being filed under a separate medwatch report #. Article, titled geographical difference of the interaction of sex with treatment strategy in patients with multivessel disease and left main disease."

Event description:
It was reported through a research article identifying xience drug-eluting stents that may be related to the following: myocardial infarction, stroke, revascularization, and death. Details are listed in the article, titled geographical difference of the interaction of sex with treatment strategy in patients with multivessel disease and left main disease."